Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the rep said the lead is "loose" and it was not clear whether it was loose at the device or at the heart. Follow up was conducted to obtain further information on the patient, but the attempts were unsuccessful. The lead remains in use. No patient complications have been reported as a result of this event.